Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) failed to pop out completely; half of it was in the delivery trunk, half of it was exposed. When the device was withdrawn, the plug was withdrawn with the handle. There was no reported patient injury. This was a postoperative femoral artery occlusion. An unknown vascular sheath and unknown angiographic catheter were used during the procedure. The operator was a mature operator who had been professionally trained and had used the blocker successfully on several occasions. The patient had no infectious disease. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18246280 presented no issues during the manufacturing process that can be related to the reported event.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was found roughly two-thirds out of the delivery sheath, and another part of the plug was still inside the delivery sheath, and the whole plug came out of the shaft after removal from the patient; therefore, the blocking failed. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and non-cordis vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. Upon removal, the plug was not fully inside the shaft. The indicator wire was not visible when the device was removed. This was a postoperative femoral artery occlusion. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees for then on-cordis vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure utilizing a retrograde approach. The operator was a mature operator who had been professionally trained and had used the blocker successfully on several occasions. The patient had no infectious disease. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device was not returned as previously expected for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) was found roughly two-thirds out of the delivery sheath, and another part of the plug was still inside the delivery sheath, and the whole plug came out of the shaft after removal from the patient; therefore, the blocking failed. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and non-cordis vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. Upon removal, the plug was not fully inside the shaft. The indicator wire was not visible when the device was removed. This was a postoperative femoral artery occlusion. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees for then on-cordis vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure utilizing a retrograde approach. The operator was a mature operator who had been professionally trained and had used the blocker successfully on several occasions. The patient had no infectious disease. The patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. A review of the manufacturing documentation associated with lot 18246280 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿plug inaccurate placement¿ could not be evaluated since the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.